Event description:
Boston scientific received information that during a routine follow up visit, this right atrial (ra) and right ventricular (rv) lead exhibited noise during a device check. A right atrial (ra) lead fracture was suspected. The right atrial (ra) and right ventricular lead were explanted and replaced. The leads are to be returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ra and rv leads was performed. Microscopic inspections of the terminal pin assembly found set screw marks and bunched insulation on the lead bodies. Inspection of the electrode tips found that the distal end of the proximal spring electrodes were separated from the lead bodies and surface insulation abrasion was found in the abrasion sleeve of both the ra and rv lead. This type of damage is consistent with repeated stress over time. The morphology of the insulation damage on the rv lead is indicative of lead on can abrasion. In addition, tissue and body fluid were noted on the distal tips of the leads. The area where the insulation abrasion occurred was through to the lumen were lines which spiraled around the lead, and where jagged on the ra lead. Resistance tests were completed to assess leads electrical performance and measurements throughout these tests were within normal limits. Pressure tests were not performed due to insulation damage found in initial testing. Laboratory testing was unable to reproduce the reported clinical observations for the ra lead, however was able to reproduce the noise noted on both leads. Analysis could not confirm a ra lead fracture, the lead passed electrical testing showing that the conductors are continuous, but did confirm noise due to abrasion. Detailed analysis revealed that due to the location and type of damage, it appears that the damage was caused by lead on lead interaction coupled with movement and pressure within the pocket area. The ra and rv lead were archived.

Manufacturer narrative:
To date, the explanted leads have not been received at boston scientific. Upon receipt the leads will under go detailed laboratory analysis in an attempt to confirm and determine the root cause of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.